Manufacturer narrative:
The pump was returned to animas and was investigated. The priming process was tested and the process performed successfully. The pump was primed until the pump indicated that 0 units remained in the cartridge; however, when the cartridge was removed 5 units were visually found remaining in the cartridge. Eval revealed that the piston cap was missing, which contributed to the inaccurate insulin remaining value.

Event description:
It was reported that the pump was under estimating the actual amount of insulin in the cartridge. The pt described an incident where the pump indicated that there were 147 units of insulin left in the cartridge; however, when visually inspecting the cartridge, it has 160 units. The pump was replaced. There was no reported adverse event associated with this complaint.